Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that when they removed the sensor the electrode was not visible at all. This occurred with two sensors. The customer¿s blood glucose level was 3.9 mmol/l. No further details were given. The device will not be returned for analysis.